Event description:
It was reported that the "size m8sct's distal end of the outer cannula is out of round/flared out". There was no reported pt injury and/or change in therapy. The involved device has been returned to the MFR and forwarded to the analytical lab for eval.